Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 15.0 mmol/l at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive after it has been exposed to moisture. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
The device was received with button error alarm and had unresponsive esc, act and up buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, stained address, serial number label and stained end cap sticker.